Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that since the previous day, the customer had been experiencing elevated blood glucose (bg) levels in the 500s range (mg/dl). That morning, the customer had changed out the cartridge, tubing and site; however, bg level was still in the 500s range (mg/dl). During troubleshooting with tandem technical support, it was noted that the cartridge luer lock connection was loose and insulin was leaking from it. Air bubbles were also noted, likely due to the loose luer lock connection. The customer was able to tighten the luer lock connection and deliver a correction bolus.